Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a doxorubicin leak from the texium syringe during an IV push into the needleless port of an IV tubing set. Most of the medication dose was noted to have infused into the patient. Some of the medication leaked onto the nurse's glove. No patient and/or user harm reported.